Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) within two episodes. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields to capture more inappropriate shock delivered: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field h1: type of reportable event h6: device codes.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response (rvr) within two episodes. Additional information indicates that the patient was shocked 6 times more. Further evaluation was recommended. Device remains in service. Troubleshooting options were discussed. No additional adverse patient effects were reported.